Manufacturer narrative:
The technician performed the investigation and the account stated that a patient called out saying that she fell out of the bed. The patient was found sitting on the side of the bed with facial injuries. The bed alarm did not go off until the patient was put back in to the bed. The technician stated the account did not know what position the side rails were in when the alleged event occurred. The technician completed a function test and found that the bed exit alarm functions as designed and could not duplicate the alleged malfunction. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The reported injury is serious in nature per FDA definition. There was no evidence of a malfunction or a failure to meet specifications. Based on this info, no further action is required.

Event description:
The account reported that they had a patient fall out of bed and the patient had possible facial injury. The account stated the injury was due to the patient falling out of bed and hitting their face on the IV pole. The bed was located in room 279 at the facility but was taken out of service after the patient fall. This report was filed in our complaint handling system as complaint # (B)(4).